Event description:
New information notes the patient presented for a follow-up on (B)(6) 2016 noting the impedance was still high. The physician decided to reprogram the upper left ventricular impedance and turned the patient notifier on.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that during a follow-up session the left ventricular lead exhibited high impedance. The lead impedance had been high since the implant and was stable. Therefore the physician was not worried and would not proceed with any changes. The lead remained implanted. The patient's condition was good.